Event description:
It was reported that the inflatable penile prosthesis (ipp) pump stays deflated, and the device cannot be inflated. The physician tried to cycle in office, but it was unsuccessful. A revision surgery was performed in which more fluid was added to reservoir and the pump was removed and replaced. No patient complications were reported.